Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s healthcare professional was going to move the patient¿s ins to a different location on (B)(6) 2016. The ins was rubbing at the patient¿s pants line. The issue occurred since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.